Manufacturer narrative:
Common device name: dressing, wound, occlusive. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported ¿when changing these dressings, to take off, some parts of the dressing remain attached to the skin of patients. It is necessary to scrub to get to completely remove the dressing, causing redness in patients. Even the use of an adhesive remover does not remove these dressings easily.¿ it is unknown on how many patients, dressing and lot numbers are affected.